Manufacturer narrative:
Lot number(s): hcg2050142. Expiration date(s): 05/2014. Control: 20 miu/ml hcg urine control lot number: hcg120130-01; 209.5 iu/ml hcg urine control lot: hcg120910-01; 230.2 iu/ml hcg urine control lot: hcg120917-01; 280.1 iu/ml hcg urine control lot: hcg120926-04. Clinical positive urine from 6 pregnancy urine. Summary of results: the 20 miu/ml hcg urine control yielded clearly positive results at 3 minute read time with retention devices (n=15), the 209.5 iu/ml hcg urine control yielded clearly positive results at 3 minute read time with retention devices (n=3), the 230.2 iu/ml hcg urine control yielded clearly positive results at 3 minute read time with retention devices (n=3), the 280.1 iu/ml hcg urine control yielded clearly positive results at 3 minute read time with retention devices (n=3). Six clinical positive urine samples showed clearly positive results at 3 minute read time with retention devices (n=1 for each sample). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with retention devices. Retention devices were tested with cut off and high leveled hcg urine controls as well as clinical positive urine samples. All results met qc specification. No false negatives were observed. Manufacturing batch record review did not uncover any abnormalities. Serum quantified at 79.01 miu/ml and repeat was 80.42 miu/ml. Hcg levels in serum are usually higher than in urine. Urine hcg levels may be lower than cut off (20 miu/ml) which may lead to negative results. Root cause could not be determined without pt specimen analysis in-house. To date two complaints of this nature have been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported a potential false negative urine hcg result with hcg combo device sp brand rapid test vs. Serum quantitative result. A female pt went to the ed to confirm positive home pregnancy test. Customer reported false negative hcg one time using hcg combo device sp brand rapid test. Serum quantitative testing was performed with the following results: 79.01 miu/ml; repeat was 80.42 miu/ul.